Event description:
A customer reported that the battery of their t:slim x2 pump would not charge. There was no adverse impact to the customer's blood glucose level. Despite using the original tandem charging cable and attempting various troubleshooting steps, the issue persisted. As a solution, technical support decided to send a replacement pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.